Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the unit and was able to confirm the "autofill failure". The stm then performed calibration of the unit and tested it again, and the "autofill failure" no longer occurred. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.